Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient has hypoglycemia unawareness. Around 10 pm the patient was feeling ¿funny¿ and the cgm reading was 161 mg/dl. The patient sat down and fell to the floor before his wife heard him shaking and moaning. The patient´s wife treated him with him baqsimi (nasal glucagon spray) and 2 cups of orange juice once he was able to drink. They called an ambulance and the paramedics took a bg reading which was 61 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.